Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced syncopal episodes. Consult review showed two ventricular events with what appears to be oversensed noise artifact. One daily impedance measurement showed an out of range value that resulted in lead safety switch activation. Afterwards daily measurements were within range. The lead also showed pacing not delivered when required. The rv lead was suspected to be fractured and was surgically abandoned. Patient was hospitalized and antibiotics were given. Also, an increased follow up was considered. The pacemaker was explanted without a malfunction allegation and a new one was implanted. Also a new rv lead was implanted at the same procedure. No additional adverse patient effects were reported.